Manufacturer narrative:
H2 additional information: b5, d10, h6 and additional codes updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735994, serial lot/sw version. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the system unexpectedly shut down after plugging the mouse into a damaged universal serial bus (usb) port, and now the system displayed "no video detected". Rebooting had no effect.

Manufacturer narrative:
H2, h3, h6: the system was serviced in the field, and the computer was replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3) the 9735764r computer (lot number: 2340f02618) was returned to the manufacturer for evaluation. The computer passed all aspects of the burn-in testing with the exception of the 3.5mm sound jacks for corrupt audio. 3.5mm sound jacks sbc (u17) component failed and was a pch (platform controller hub). A malfunctioning pch can lead to a wide range of system issues, including loss of audio output, system hang during the boot process, and overall system instability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: multiple fdd/annex a codes were reported. A0902 was coded for no video detected on the main cart. A1102 was coded for no video, "unable to connect contact it admin". A09 was coded for camera cart said "unable to connect. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was no video detected on the main cart. The camera cart said "unable to connect contact it admin". During troubleshooting, the site performed a hard reboot of the system twice with no resolution. It was noted that the probable cause of the issue was with router. There was no patient involvement.

Event description:
Additional information was received. It was reported that the manufacturer representative (rep) called technical services (ts) while on site. Ts had the rep perform a hard reboot with the camera cart disconnected from the main cart which had no effect. The rep confirmed that the high-definition multimedia interface (hdmi) cable connected to the back of the monitor had a good connection. Ts had the rep remove the back cover of the system. A photo of the back of the system was sent to ts and the rep stated that there were lights on the uninterruptable power supply (ups) but not on the computer. V1 light-emitting diode (led) on the ups was not on, indicating no communication detected with the computer. When the photo was taken, the camera cart was disconnected which is why the v2 light was also off. The ups did not have an error light on. Ts had the rep connect the camera cart and turn it on. The camera cart power button leds were on, and the camera had a green light on. The main cart power button leds were also on. Ts believed this was a computer issue.

Manufacturer narrative:
H2: additional information added to b5. D10: concomitant product information (product ID 9735764r and lot number unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.